Event description:
During a laproscopic gastric bypass procedure, the third time the stapler was fired on the stomach, staples only partially formed. Surgeon then resected the unstapled area and restapled the stomach successfully. There was no reported patient consequence and one device is being returned.